Manufacturer narrative:
After battery installation, the device powered up with a partial display. Multi-colored vertical lines on the right half of the lcd screen made the display unreadable. After further examination of the device interior, there were signs of previous moisture presence on and below the lcd screen. Unable to perform displacement, and self tests due to the display anomaly. Device received with a vertical crack in the battery threads located above the left belt clip rail. In addition to this, there's an additional crack in the battery threads that runs horizontally from the belt clip rails across the side of the unit to the front.

Manufacturer narrative:
B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was accidentally dropped into sink and they immediately retrieve it out of water; and insulin pump showed lines on the screen. The customer¿s blood glucose level was 104 mg/dl. Customer reported that there was no visible water or fluid in the insulin pump. Customer stated that the keypad was responsive. Customer performed self test and it was passed. Customer had trouble in seeing the information on screen. The customer was advised that the insulin pump needed to be replaced and revert to the backup plan. The insulin pump will be returned for analysis.